Event description:
Event description guidant received information that after the implant procedure the patient experienced diaphragmatic stimulation from the left ventricular lead (4537) therefore the biventricular feature (lead) was programmed off. One day later when the biventricular feature (left ventricular lead) was programmed on and the patient did not experience diaphragmatic stimulation however no pacing output was noted. Also, the threshold and impedance measurements had increased. A chest x-ray showed that this lead had dislodged. In addition, the right ventricular (0157) r wave had decreased since the implant procedure.